Event description:
The patient reported that about 60 days ago, his blood glucose registered "hi" (typically greater than 600mg/dl). The patient stated that he woke up feeling sick so he checked his blood glucose. He bolused to correct his elevated blood glucose and went back to bed. He woke up a little later still feeling sick so he checked his blood glucose again and it registered "hi". The patient then removed his infusion set and noticed that the cannula was kinked. The patient replaced his infusion set and administered a bolus. His blood glucose returned to normal. The patient stated that there has been several times when he removed his infusion set and found that the cannula was kinked. He also noticed that the introducer needles seem to be dull. The patient stated that he received his replacement infusion sets and has not had any trouble inserting these infusion sets. The patient did not report assistance by a healthcare professional or second party to address the issue. Product has been requested to be returned for evaluation.